Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was no longer able to charge the ipg completely and it stopped working. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.